Event description:
Customer reported to beckman coulter, inc. (Bec) that the needle bellows of the coulter lh 500 hematology analyzer was not draining and overflowing. Customer reported that the leak was not contained within the instrument. Customer reported that the volume of the leak was approximately 5 ml. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found the needle bellows was not draining due to a hole in black stripe tubing at feed through fitting (B)(4), which goes through pinch valve pv59. The fse also found a damaged o-ring at the vacuum trap. The fse replaced both the line and o-ring. There have been no further issues with needle bellows not draining after the repairs.

Manufacturer narrative:
(B)(4).